Event description:
The balloon did not inflate. The procedure could be completed with another balloon. An event date was not provided.

Manufacturer narrative:
Due to disposal of the complaint instrument at the hospital, no technical investigation on the device could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak proof condition. Based on the conducted investigations no manufacturing related root cause could be determined.